Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A tibial insert shape was modified, it could not be impacted, therefore it was not implanted. Patient status, outcome, consequences: no.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned and forwarded on to the manufacturing site in cork for review. A worldwide complaint database search found no other reported incidents against the provided product / lot combinations since release for distribution. The investigation report from the manufacturing site summarised: a device history record review was conducted and the returned product was examined for the defect. The complaint was confirmed. Due to a missed inspection the failure mode of ¿burr¿ has been confirmed. There is no patient risk as the affected part was not implanted. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.